Manufacturer narrative:
Additional mfg narrative-notes date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Product manufacture date unknown; lot number unknown. Ec method code desc-1 - actual device not evaluated (B)(4); no testing methods performed (B)(4); as product not returned to cbi. Ec results code desc-1 - no results available since no evaluation performed (B)(4); as product not returned to cbi ec conclusions code desc-1 - root cause inconclusive due to lack of details provided by the complainant this MDR is related to MDR (B)(4). Additional mfg narrative-notes date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Product manufacture date unknown; lot number unknown. Ec method code desc-1 - actual device not evaluated (B)(4); no testing methods performed (B)(4); as product not returned to cbi ec results code desc-1 - no results available since no evaluation performed (B)(4), as product not returned to cbi ec conclusions code desc-1 - root cause inconclusive due to lack of details provided by the complainant this MDR is related to MDR (B)(4).

Event description:
The patient was reportedly implanted with the obtryx transobturator mid-urethral sling system, xenoform, the bard align, and a surgisis 4-layer tissue graft, on (B)(6) 2010 and (B)(6) 2010 respectively, at ((B)(6) , (B)(6) hospital by dr. (B)(6) (obtryx and xenform) and dr. (B)(6) (align and surgisis) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of this/these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery.

Manufacturer narrative:
Additional mfg narrative-notes: concomitant medical products: the obtryx transobturator mid-urethral sling system and xenform on (B)(6) 2010, bard align on (B)(6) 2010. This MDR is related to MDR 1835959-2015-00157.

Event description:
The patient was reportedly implanted with the obtryx transobturator mid-urethral sling system, xenoform, the bard align, and a surgisis 4-layer tissue graft, on (B)(6) 2010 respectively, at (B)(6) (obtryx and xenform) and dr. (B)(6) (align and surgisis) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of this/these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery.